Event description:
In a severe in-stent restenosis rca lesion, a crossail bc was used to pre-dilate the lesion. It was reported that the cutting balloon was inflated ten times. Most inflations at 6 atmospheres and a couple to 9 atmospheres. On the tenth inflation at 6 atmospheres it was reported that the cutting balloon ruptured. An attempt was made to remove the cutting balloon and the choice intermediate wire but the physician was unable to remove both devices. The patient was taken to emergent surgery and died.